Manufacturer narrative:
Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that occlusion issue with the infusion set. The occlusion alarm recurred for the past several weeks and, the blockage is at the site. No further information available.